Event description:
It was reported that the right atrial (ra) lead had increasing thresholds. It was noted that per the patient's medical record the lead had pulled back significantly shortly after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).